Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer's insulin pump was alarming no delivery. Advised customer to verify connection between tubing and reservoir was secure and customer confirmed. Customer was instructed to perform a manual prime of the device and verified insulin exited tubing. Advised customer device was working as designed. Customer's blood glucose level was over 600 mg/dl in the morning but came down to 459 mg/dl prior to reporting. Nothing further reported.